Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 3006260740-2024-05234. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately two years, eight months and two days post a port placement procedure for chemotherapy treatment, the patient allegedly had swelling around the port site and fluid leak. It was further reported that the port catheter allegedly had fractured and the fractured catheter migrated into the heart. Reportedly, the port and the fractured catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately two years eight months and two days post port placement procedure for chemotherapy treatment, the patient allegedly had swelling around the port site and fluid leak. It was further reported that the port catheter allegedly had fractured and the fractured catheter migrated into the heart. Reportedly, the port and the fractured catheter was removed. The current status of the patient was unknown.